Manufacturer narrative:
X-frame leg guard.

Event description:
It was reported by service report that the x-frame cover was broken with exposed sharp edges. No pt involvement or adverse consequences are reported.